Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis. On an unknown date, the patient was hospitalized for peritonitis. The cause of the event, treatment details, action taken pd therapy, and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
The event was manifested by apyrexia, ¿severe abdominal tenderness¿, reduced ultra-filtration, cloudy fluid, and slight weight gain. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with ciprofloxacin (20mg/l; route and frequency not reported) and vancomycin (25mg/l; route and frequency not reported) for peritonitis. Thirteen days after admission the patient was discharged from the hospital. Three days later the patient recovered from the event. At the time this event, the antibiotic therapy was completed. Should additional relevant information become available, a supplemental report will be submitted.